Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a plum 360 infusion pump which was in use during patient infusion. The customer reported that the infusion stopped early before the bag was fully empty; there was approximately 80mls of unspecified medication remaining in the bag despite the infusion finishing. The customer stated that there were occlusions and would like to understand the flow and volume to be infused. (Vtbi). The customer reported that there was no difficulty in programming or initiating the infusion and that a new tubing set is always used to test the pump. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device was returned for evaluation and was received in good physical condition. The logs were downloaded and reviewed; 14 infusions were programmed on june 01. All infusion segments delivered accurately within design delivery tolerance (of +/- 5.0%) save 3 segments which each ran less than 2 seconds. It was evaluated that two infusions which stopped early leaving in the neighborhood of ¿approximately 80 ml¿. Of these, it was evaluated that the latter (run from 10:08 to 10:46) as most probable to correspond with the customer¿s report as it was stopped by a proximal air alarm (rather than by user action), and so is likely to have been unexpected by the user. In this instance, the alarm indicates an air bubble in the proximal line b larger that 0.5 ml which was correctly detected by the pump air sensor. Engineering evaluates the complaint as confirmed and that the pump operated correctly in detecting air in line. The customer¿s report of occlusions is also confirmed. The data is consistent with correct pump operation detecting occlusions and air in line¿. A delivery of 280ml/hr was ran on line b as this is the programmed infusion when the pump stopped due to alarm. The pump completed this delivery without alarm and within delivery accuracy tolerance. The pump then passed functional testing (pumping with no alarms). The customer complaint of "the infusion stopped early before the bag was fully empty...there were occlusions" was confirmed in the log review with data consistent with correct pump operation detecting occlusions and air in line. Additional information - d9 - device received 7/6/22.